Event description:
Hill-rom received a report from the account stating the brakes were not securely holding, event with adjustment. The bed was located in the bed shop at the account. There was not patient/user injury reported. (B)(4).

Manufacturer narrative:
The hill-rom technician found the bed had the old style bushings and the stiffener plate was worn due to normal wear and tear. This was allowing the linkage line to be out of adjusting mode. Per the hill-rom service manual the advance series bed requires effective maintenance program. Preventative maintenance will minimize downtime due to excessive wear. Check the tires for cuts, wear, tread life, etc. Test the brake casters to determine if the bed moves when you activate the brake mode, replace or adjust when necessary. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2011, 2012, and 2013. It is unknown if the facility performed any other preventative maintenance on this bed. The hill-rom technician replaced the bushings and the stiffener plate to resolve the issue. Based on this information, no further action is required.